Manufacturer narrative:
The device evaluation discovered the cable unit was dirty. The device failed a water tightness test, and a deteriorated coupler unit prevented the coupler from locking smoothly. The investigation is ongoing. A supplemental report with be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
A customer reported that the hd camera head had "false contact" and produced an image with artifacts. There were no reports of patient harm. Upon inspection and testing of the returned unit, the endoscopic image was not displayed [no image]. This medical device report (MDR) is being submitted to capture the reportable event found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it is likely that it was broken due to water immersion caused by watertightness failure of the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.